Event description:
Review of historic q and inquiry into lead measures prior to generator change (2019) revealed that the rv impedances (bipolar and ttc) have been high at least since 2017. Rv threshold is also elevated. Capture was lost at 3.75v/lms in bipolar. Hcp noted that the unipolar capture was also elevated. Lead manufactured by boston scientific. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).